Event description:
Clinical study. Same case as 2134265-2008-02354. It was reported that 394 days after a coronary stenting treatment procedure the pt required a target vessel reintervention (tvr). The pt presented for treatment with an acute myocardial infarction. The lesion being treated was a 2.75mm, 95% stenosed, 10mm long portion of the mid right coronary artery (mid rca). There was no calcification and moderate tortuosity. Prior to the procedure, the pt rec'd heparin, aspirin, morphium, nitro, tepilta, and metoclopramid. The physician predilated the lesion with a maverick 2.5 x 20 mm balloon catheter. The physician successfully placed two express2 (2.75 x 16 and 2.75 x 12mm) study stents in the target lesion. There was no post dilatation performed. No medications rec'd during the index procedure included heparin, bivalirudin, aspirin, clopidogrel, 2b3a, beta blocker medabrolol, ace inhibitor, statins. The pt was discharged on aspirin and clopidogrel. There were no complications noted. Residual stenosis post procedure was 0%. At 394 days after the index procedure, the pt experienced an occlusion of the rca. The pt presented with symptoms of stable angina and dyspnea at exertion. There was no stent thrombosis reported. The physician placed two taxus liberte stents of unk size in the lesion to treat the restenosis. The event is listed as resolved.

Manufacturer narrative:
The complaint indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted if there is any further relevant info from that review, a supplemental medwatch will be filed.